Event description:
It was reported that the patient presented to the hospital with chest pain. While in the hospital, it was discovered that the atrial lead exhibited undersensing and loss of capture. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.